Event description:
It was reported that during a colon procedure, the device cut and stapled properly during the procedure. Approx one month after the procedure, the pt was re-hospitalized for peritonitis. It appeared that the staples did not hold. A new surgery was performed and the pt has a temporary stomy. To date, the pt is ok.

Manufacturer narrative:
Info anticipated, but unavailable at this time.